Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leaked. The following information was provided by the initial reporter: they have run into some that are leaking from the part that the needle was threaded through.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2325436. D.4. Medical device expiration date: 31-oct-2025. H.4. Device manufacture date: 21-nov-2022 . D.4. Medical device lot #: 2325431. D.4. Medical device expiration date: 31-oct-2025. H.4. Device manufacture date: 21-nov-2022.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-apr-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.25in. Nexiva unit from lot number 2325431. No units or photos were provided for a unit from lot number 2325436. A gross visual inspection of the returned unit found that blood was present between the grey canister and the wall of the catheter adapter which is indicative of leakage. Upon further inspection under a microscope, it was found that the canister was misaligned inside the catheter adapter and the primary septum was positioned incorrectly, causing a portion of it to be pinched between the canister and the wall of the catheter adapter. Closer inspection of the canister found that the canister was deformed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Damage to the canister as seen on this unit may occur during manufacturing while assembling the canister and septum together or inserting the canister/septum assembly into the winged adapter due to misalignment or damaged tooling/grippers. During manufacturing, operators perform leak testing and inspections for damaged components per our sampling and quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leaked. The following information was provided by the initial reporter: they have run into some that are leaking from the part that the needle was threaded through.